Event description:
Analysis of the returned lead portion was completed. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery high impedance was observed when the new generator was connected to the existing lead. It was reported that device diagnostics 4 days prior were within normal limits the lead was disconnected from the generator and reconnected. Device diagnostics again resulted in high impedance. The surgeon replaced the lead. Device diagnostics with the new vns system were within normal limits. The explanted lead was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.